Event description:
It was reported that the patient presented to the hospital with withdrawal symptoms. As of (B)(6) 2013, the patient was in the ICU; she was confused and delirious. The pump was last filled in (B)(6). They planned to check the pump to see if it still had drug or if it was empty. The pump was delivering morphine. It was later reported that a pump refill was planned. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l36861, implanted: (B)(6) 1997. Product type: catheter. (B)(4).